Event description:
The handheld device and software flashcard were returned to the manufacturer for analysis. No functional anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the physician&#39;s handheld was freezing on interrogation. The patient was provided a new programming tablet. The handheld is expected to be returned, but has not been received to date.